Event description:
Customer reportedly obtained results of 385 mg/dl and 113 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however customer advised strips are not available for return.